Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that her onetouch ultralink meter read inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2014 between 12:00 and 6:00 pm. The patient claimed to have obtained blood glucose readings of "566, 170 and 38 mg/dl" with the subject device, taken more than 20 minutes apart from each other. The patient manages her diabetes with an insulin pump. The patient stated that she took a half-dose of insulin on (B)(6) 2014, at 12:00 pm in response to the alleged product issue. The patient claimed to have developed the symptoms of "sweaty and shaky" 1 minute after the product issue began, and she stated that she self-treated with additional food at 6:30 pm on the same day. The patient stated that she visited her doctor on (B)(6) 2014, at 10:30 am and was tested with a clinic device and the result obtained was "100 mg/dl". At the time of troubleshooting, the csr noted that the patient was using an approved sample site, the subject meter was set to the correct unit of measure setting and the time difference between the reported results from the subject meter was more than 20 minutes. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient claimed to have developed the symptoms of "sweaty and shaky" after the alleged inaccuracy issue began. These symptoms do meet lifescan¿s criteria for a serious injury. There is no evidence that the subject meter malfunctioned as the time difference between the results obtained was more than 20 minutes.